Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was calling because they were concerned their programmer kept showing their ins charge at 75% and it always said 75% for the past couple weeks. The ins level didn¿t go any higher or lower and they recharged yesterday. Patient services had the patient check the recharger and that also showed that the ins was at 75%. The patient said the recharger level was showing almost full. They checked with the programmer and that showed 75% with the setting at 3.60v. It was reviewed that there didn¿t seem to be an issue with the programmer since that and the recharger were both showing 75%. The patient said they would call back tomorrow. Additional information was received from the consumer on 2020-mar-24. It was reported the patient called back and repeated that their programmer is showing 75% charge. Patient services had the patient connect their implantable neurostimulator recharger (insr) and the screen is showing charging with full coupling and the ins is charged at 75%. It was suggested the patient charge complete and then check the ins with the programmer to verify it is showing 100%.